Event description:
Complainant alleged that the medics were treating a patient (age and gender unknown) in cardiac arrest. The medics attempted to defibrillate the patient, but upon the administration of the first shock, the stat pad multi-function electrode, that was using with the device, arced. The medics then switched to the device paddle and defibrillated the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. The complainant indicated that the used pads were inadvertently discarded subsequent to the event. The complainant instead returned for evaluation, the remainder of the electrodes from the same lot number.